Event description:
Boston scientific crm received information that during a follow up visit, this implantable cardioverter defibrillator (ICD) device displayed extended charge time measurements. In addition, the device displayed elective replacement indicators. An internal technical service consultant was contacted and device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted. When the device has been replaced and returned for analysis, this event will be updated.